Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.a manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Actions were taken to mitigate the reported issue: no product sample was received; therefore, no mitigation actions were taken. UDI information is unknown.

Event description:
It was reported that broken cannula was discovered. No patient injury reported.